Event description:
It was reported that the device displayed a channel error. There was no patient involvement. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
2016493-2020-11363 was reported in error. After further review, this allegation does not constitute a reportable event.

Manufacturer narrative:
Technical support - customer receives device with "check IV set", message on 8100 (s/n (B)(4)). Explained problematic fault to the pressure sensors on the device. Assisted customer to isolate problem to the bottle-side pressure sensor. Customer edited task analog sensor to system maintenance. Voltage reading @ 0.00v (bottle-side sensor). Suggested to customer to repair/replace the bottle-side sensor. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 06/12/2014 to 09/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.